Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, the device was closed in order to pass through the trocar but the surgeon was unable to open the device if yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unk did the jaws eventually open? Yes if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device got blocked with jaws closed on insertion into the trocar. The surgeon was unable to open the jaws to perform the stapling. No consequences. Use of another device to reduce the risk of the jaws locking in the closed position on the tissue. Unlocked the jaws to prevent tearing.